Manufacturer narrative:
(B)(4). Date sent: 10/22/2015. Information was not provided by the contact. Batch # (B)(4). Additional information was requested and the following was obtained: on the fourth firing, did the device staple? --- yes if yes, was the staple line complete? --- no on the fourth firing, did the device cut? --- yes if yes, was the cut line complete? --- no did any pieces fall into the patient? --- no if yes, were they removed? --- na will all pieces be returned? --- no information if no, how were they discarded? --- na the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload loaded on the device. The reload was returned with the proximal 49 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. In addition another cartridge was received with 1 driver up and locked. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. Due to the condition of the device, no functional test could be performed with it. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a semi-open sigmoidectomy, the firing knob was broken off at the fourth firing of the functional end to end anastomosis though the doctor felt that the firing force was the same as usual. The cartridge was gold. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. There was a possibility that the event occurred due to the firing on an existing staple line.